Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump did not alarm when blood glucose went low while napping. Customer's blood glucose was 49 mg/dl. Customer treated low blood glucose with candy. Customer was assisted with settings and alert types. Alert type was changed from medium to long.